Event description:
Information was received indicating that during use of this smiths medical cadd cleo infusion sets, the patient experienced "upper middle abdomen infusion site infection". No additional adverse effects were reported.